Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had experienced a shocking and was electrocuted at work due to a magnet. The patient noted her healthcare professional (hcp) already changed from program 1 to program 2, but the patient was still having shocking. There were no further complications that have been reported as a result of this event.